Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a small crack in the periphery of the optic noted. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).